Manufacturer narrative:
Pump was received with motor error alarm during rewinding due to corroded motor home switch. Unable to perform basic occlusion test, occlusion test, prime/compromised force sensor system test, self test or displacement test due to motor error alarm. No moisture damage on electronic assembly noted.

Event description:
The customer reported via phone call that they were taken to the emergency room due to diabetic ketoacidosis and high blood glucose on (B)(6) 2018, 7:30 pm. Blood glucose was over 500 mg/dl at the time of admission. Customer reported that he experienced high blood glucose level of 417 mg/dl prior to the ER visit. The customer was treated with insulin drip and manual injection. It was not noted if the customer was wearing the insulin pump at the time of hospitalization. The customer also reported that they had multiple motor error alarms and the insulin pump was stuck in rewind and could not complete carelink upload. Customer stated the insulin pump was exposed to moisture/fluid. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields. Customer was able to complete the rewind process. Customer has been off the insulin pump for a month due to supply issues. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.